Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, a catheter shaft perforation was noted. The target lesion was located in an unspecified vessel. After a non-bsc guidewire crossed the lesion, a 3.50x32mm promus element plus stent was advanced to treat the target lesion. Upon advancement, the physician noticed that the shaft of the delivery system came into contact against the non bsc guide and resulted in a long scrape. The scrape went deep enough caused blood to enter in the lumen of the catheter and go back into the inflation device. The procedure was completed with another promus element stent and no patient complication was reported. The patient was fine post procedure.

Manufacturer narrative:
(B)(4). Device analysis determined that the condition of the returned device was consistent with the complaint incident. However, hypotube kink was also noted. A visual and microscopic examination found that blood was inside the entire inflation lumen indicating a leak. The midshaft and corewire were severely kinked just proximal to the guidewire port over a length of approximately 15 mm. An attempt was made to inflate the device but was unsuccessful due to the solidified blood in the inflation lumen. The device was conditioned in a waterbath at 37°c for two hours. Another attempt was then made to inflate the device upon which a leak was noted 9 mm distal to the guidewire exit port. Microscopic examination of the leak site found a tear in the outer lumen measuring approximately 1 mm. Scratches were visible on the outer from the guidewire exit port up to the leak site. The tear, scratches and tangling of the midshaft all appear to have been caused during interaction with another device/ guidewire that possibly caught on the guidewire supporting this device. A minor kink was identified on the proximal inner at 135 mm proximal to the proximal balloon bond. Hypotube severely kinked at various locations. No issues were noted with the crimped stent, tip and balloon of the device that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, a catheter shaft perforation was noted. The target lesion was located in an unspecified vessel. After a non-bsc guidewire crossed the lesion, a 3.50x32mm promus element plus stent was advanced to treat the target lesion. Upon advancement, the physician noticed that the shaft of the delivery system came into contact against the non bsc guide and resulted in a long scrape. The scrape went deep enough caused blood to enter in the lumen of the catheter and go back into the inflation device. The procedure was completed with another promus element stent and no patient complication was reported. The patient was fine post procedure.